Event description:
Boston scientific received info that this right ventricular (rv) pacing lead dislodged. A revision procedure was performed. The lead was successfully explanted and an epicardial lead was placed without incident. No add'l adverse pt effects were reported.